Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed noise reversion episodes with pacing inhibition on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient is recovering.